Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. The reported complaint of overheating could not be duplicated during the functional testing process. Ccu passed all functional testing and 4 hour burn-in inside of test tower. All video outputs and functions performed as expected. Surface temperature of product reached 40 degrees celsius during burn-in which is upper limit of specs for operational temp. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures.

Event description:
It was reported that during knee arthroscopy procedure, the lens was overheating. It is unknown whether there was a back up available or delay in the case. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.